Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the alarm. The customer stated that the buttons were unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act, up and down buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.